Manufacturer narrative:
No sample was returned for investigation. One photo taken by the customer verifies the spin collar being separated from the luer and cracked. Due to no sample being returned, a definitive root cause could not be determined. A possible root cause is the alchohol swab caused the luer to become brittle, crack and separated from the luer. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. E.1. Address was not located, and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard extension set was damaged. The following information was provided by the initial reporter: breck broken IV tubing I have attached a picture, but we have had 4-5 this week where the nurse when to reattach and the lock broke off.